Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 0000993124 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 7d2648 lot 0000993124 and device part number 10732998 lot 992853. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 0000993124 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue. However, it could have possibly been related to the specific patient sample.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo assay performed on an unknown date with unknown sample types. Although requested, no additional information including patient treatment and outcome was provided.

Manufacturer narrative:
B3: the date indicated is an approximation as the exact event date was not provided. The investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The customer reported an unknown number of false positive results with the determine hiv-1/2 ag/ab combo assay performed on an unknown date with unknown sample types. Although requested, no additional information including patient treatment and outcome was provided.